Event description:
A report was received that there was communication failure between the ipg and remote control. Device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint of a telemetry anomaly was confirmed. Data corruption was found in the external flash memory. This data corruption was caused by an intermittent fused connection to the ipg's battery. When saving data to the flash memory any sudden drops in voltage can result in data being stored incorrectly which caused data corruption.

Event description:
A report was received that there was communication failure between the ipg and remote control. Device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively.